Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, during unpacking, a fractured piece was noted. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: returned product consisted of an nc emerge mr balloon catheter. The device was visually and microscopically examined. There were no fluids present, and the balloon was tightly folded. Photo media reviewed depicted a device where the bond area is shown. Without a calibrated measurement tool, no confirmation could be made to the sizing of the bulge. The bond area to the returned device, measuring at 0.055inch, was measured. Design assurance and operations engineering were contacted to verify device analysis, and it was agreed that the defect does not meet visual standards and has since been escalated for further investigation.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, during unpacking, a fractured piece was noted. The procedure was completed and no patient complications were reported. It was further reported that the shaft did not break into pieces, and it looks like the poly has melted.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00mm x 12mm nc emerge balloon catheter was selected for use. However, during unpacking, a fractured piece was noted. The procedure was completed and no patient complications were reported. It was further reported that the shaft did not break into pieces, and it looks like the poly has melted.